Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: twenty-five (25) device was received for evaluation. A visual inspection was performed, and it was noted there were various dark and other tiny particles of foreign matter, such as tiny fibers and tiny dark spots not in the fluid pathway. The contamination of foreign particulate matter in the enclosed sealed packaging was confirmed on all the returned actual samples, of which nothing was observed to be in the fluid pathway of products. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported ¿particles and line¿ were observed in the outer packaging, inside the inlet and at the connections of twenty-five (25) vented high-volume inlets. The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.